Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the serial number of the remote was unknown. The circumstances that led to the wires needing replacement was that patient had a new device put in and wires had to be put in. Patient provided their weight information. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3587a, lot# *unkser, implanted: (B)(6) 1996, explanted: (B)(6) 2015, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had to go in and replace the wires she had in her back for 20 some years. The patient reported that the wires and the remote weren¿t working right. The patient reported that she was confused and couldn¿t remember all that was done to her. The wires were replaced on (B)(6) 2015. No further complications were reported.